Event description:
As doctor inserted device into the fallopian tube, the device would not deploy properly. When doctor pulled back on coils, the coil broke. Two fragments removed from uterine cavity. Unknown number of fragments could be left in fallopian tube.what was the original intended procedure?sterilization.device #1is this a laboratory device or laboratory test?no.